Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a bile duct stones procedure on (B)(6) 2025. During the procedure, the handle was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a bile duct stones procedure on (B)(6), 2025. During the procedure, the handle was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the guide side car rx was push back 3 mm, the sheath was detached and accordioned, also, the working length was kinked, the handle was broken. The reported event was confirmed. Based on the available information, the guide side car rx push back could be caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx, there is also a possibility that the same force applied when trying to destroy the stone made the whole device retract itself from the force applied on the handle and detaching the sheath as a result, also getting the sheath buckled before it couldn't handle the pressure it was used with and got detached, also, there is also a possibility that the same force applied when trying to destroy the stone put the entire device under a lot of pressure, and by this force applied the handle broke and the working length got kinked. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.